Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. One day prior to the receipt of this report, the patient was discharged from the hospital. On an unreported date, the patient¿s pd transfer set was changed. No further information was provided regarding the outcome of the peritonitis or whether pd therapy was ongoing. No additional information is available.